Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue was verified at baxter puerto rico however could not be confirmed at baxter (B)(4). No cause could be determined and no corrections were required. The device was repaired and tested prior to release to ensure the device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent display. There was no patient involvement. No additional information is available.